Event description:
It was reported that during a ptca procedure, the balloon would not deflate. The balloon was inflated to unknown atmospheres above rated burst and ruptured for removal. No patient injuries or complications occurred.